Event description:
It was reported that the customer had an unresponsive keypad during bolus setting. Customer's blood glucose level was 137 mg/dl. Customer got a correction from an insulin pen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage on the keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.